Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the ht70 ventilator display goes blank. Incident occurred before ventilator placed on patient. The ventilator was not in use on a patient at the time of the reported event.